Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient whom was implanted with a tibial nail construct on (B)(6) 2011 reported moderate to severe antromedial right knee pain. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found.